Manufacturer narrative:
During the investigation, the field service engineer resolved the customer issue by replacing the 90-degree photo multiplier tube (pmt) and pre-amp power supply, reset the gains for wbc's, ran precision and qc, all passed. The investigation included a review of product historical data, and product labeling. The complaint information and submitted data were reviewed and found that the no lobularity with zero counts of neutrophils was due to an issue with the 90-degree pmt optical sensor, which may have been caused by a defective pmt tube or the high-voltage power supply. A review of the data found that the suspect varl/ blast and dflt flags alerted the operator to verify the results. Based on the investigation, no systemic issue or deficiency was identified for the cell-dyn ruby analyzer, serial number (B)(4) or the 90-degree pmt and pre-amp power supply.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed intermittent neutrophil counts of zero for patient samples tested on the cell-ruby analyzer because the neutrophils were being counted as basophils. Manual slide review for these samples showed normal differential values. No adverse impact to patient management was reported.